Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturing representative (rep) reported a neurostimulation system was placed on (B)(6) and intraoperatively the impedances on 0-15 tested fine on the lead by itself and when plugged to the implantable neurostimulator (ins) during the procedure. Then, postoperatively the impedances on electrode pairs 0-7 read >10000 ohms. The 8-15 electrodes were fine. The rep still programmed both leads. However, on 0-7 lead the patient could not feel any stimulation. It was thought this was just a temporary issue potentially due to inflammation. On (B)(6) the patient still had no stimulation on 0-7 lead so the health care provider (hcp) did a pocket revision. The hcp pulled the ins out of the pocket and pulled on the 0-7 lead. The lead was loose but did not pull out all the way. Both leads were unscrewed. The leads were pulled out, wiped off, reinserted and secured with the wrench. The impedances were tested again and within normal range. The ins was placed in the pocket. The impedances were checked again and were within normal ranges. Then the ins was turned on and tested. The patient felt adequate stimulation in both the left and right side as needed. The cause of the loss of stimulation and high impedances was determined to be that the 0-7 lead was loose. The relevant medical history reported was spinal pain. If additional information is received a follow up report will be sent.